Event description:
In 1999, the facility's head nurse informed the manufacturer's (MFR.) Sales rep of the following: leakage was reported from the device and as a result, the device was explanted. On 10/01/1999, the facility's head nurse provided the MFR's rep with the following info: the physician stated that a dye study demonstrated the device was leaking at the junction of the catheter and device body. He thought it may have been introduced by a blunt needle. No further details were provided.